Event description:
It was reported that 6 syringes 50ml ll precise leaked. The following information was provided by the initial reporter: " 50mls syringe leaking from the barrel as plunger is being pulled out while preping tpn. (This happened to 60% of the syringes she used). Customer complains that luckily she's not prepping cdr medication".

Manufacturer narrative:
Investigation summary: one video was received by our quality team for evaluation. From the video, leakage past the stopper was observed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. As no sample was received, the team is unable to determine the root cause of this nonconformance.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 6 syringes 50ml ll precise leaked the following information was provided by the initial reporter: 50mls syringe leaking from the barrel as plunger is being pulled out while preping tpn. (This happened to 60% of the syringes she used). Customer complains that luckily she's not prepping cdr medication.